Manufacturer narrative:
Device analysis: visual and microscopic examination found the device was returned with the stent detached from the stent delivery system (sds). The stent was severely damaged and pulled apart and measured approximately 35mm in length. There was no normal stent section for measurement. There were no issues with the sds. A recommended sized product mandrel was inserted through the lumen with no restrictions noted. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.

Event description:
It was reported that during a drug eluting stenting treatment procedure, the stent dislodged inside the patient. The severely calcified, "almost" totally occluded target lesion was in the mildly tortuous left anterior descending (lad) artery. The physician attempted to advance a 2.5x28mm taxus liberte drug eluting stent to treat the target lesion but the device could not cross the lesion. During withdrawal, the stent fell off the catheter. The stent was able to be retrieved by unspecified means. The procedure was aborted. There were no additional patient complications reported with the patient's current condition listed as "good".